Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion despite changing tubing and flushing the line. This occurred during delivery in the emergency room. There was no patient involvement. No additional information is available.